Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the tip of the probe was found to be bent and damaged. The tip was manually straightened by the surgeon with a mallet to re-verify the instrument and continue with the procedure. There was no reported impact on patient outcome.